Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported that the device had sensing difficulty and no pacing output. The device was removed and replaced. No patient complications were reported as a result of this event.